Event description:
It was reported that during a davinci si hysterectomy procedure, the mega suture cut needle driver instrument 'would not cut suture, nothing fell in patient or harm' no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument scissors did not cut cleanly through a 0-silk suture. The suture got smashed between the blades and it required multiple attempts to be able to cut completely through. The blades were found to be damaged with indentations. Engineering concluded that damage was likely due to mishandling. Additional finding not reported by the site was main insulation tube scratches. The distal end of the main insulation tube exhibited various scratch marks with light material removal. Engineering concluded that damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.